Event description:
A 3.0mm diameter x 30mm length s670 over-the-wire stent delivery system was inserted into the right coronary artery to treat an 80% stenosis. During the attempts to advance the device across the lesion, the guide catheter was reported to have "popped out" of the coronary artery causing the entire stent delivery system to be pulled back. Subsequently, the sent reportedly appeared to be slipping off of the stent delivery balloon, therefore, the physician partially inflated the stent delivery balloon to 4atm then pull the stent back for removal. The stent dislodged into the femoral artery and remains in the pt's arterial vasculature. The target lesion was treated with an angioplasty procedure, and the pt was reported to be fine post procedure. The disengagement of the guide catheter and the inflation of the stent delivery balloon to remove the stent contributed to the stent dislodgement. Photos of the undeployed stent confirmed that the undeployed stent was dislodged in the iliac artery. There was no add'l clinical sequelae reported related to the event.